Event description:
It was reported that a user of the ilet with a dexcom g7 experienced a gap in cgm data within reports, showing a low glucose immediately before loss of connection and a high reading when connection resumed, despite engineering logs not indicating a cgm connection issue and repeated sync attempts not resolving the gap. Symptoms included hypoglycemia with dizziness and blurry vision, with a recorded glucose of 53 mg/dl. Outcomes included self-treatment with oral carbohydrates and return of glucose to range. Investigation included review of engineering logs and support-led troubleshooting and education. Investigation of this case revealed no device connection anomalies in logs while a report gap persisted, and the specific cause of the hypoglycemic event and data gap remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.